Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that an uneventful novasure endometrial ablation was performed on (B)(6) 2018. The patient was discharged home and later that day complained of discomfort which resolved over the next 24 hours. Approximately 5 days post-procedure she went to the emergency room with severe abdominal pain. Free air and fluid was noted on CT-scan. A laparoscopy was done and a fundal perforation was noted as well as bowel perforation with thermal changes. It was reported that "a surgery was performed by another doctor and the outcome was positive." No additional information was received.